Event description:
The device was evaluated at the facility by a baxter rep. During inspection of the device, failure code 500 was found to have occurred in the event history. The hosp rep stated they have no record of any pt incident involving the pump.